Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device leaked. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Two sealed blister packages of ar-6430 outflow tube sets with batch number: 211062 were received for evaluation. The two sets of tubing were opened and the devices were verified to look as intended. Visual evaluation noted no problems. Functional testing was performed with a known good ar-6480 dualwave pump, ar-6410 main pump tubing lot number: 71915423 and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on and the lavage and rinse buttons were pressed to test the outflow. It was found that the ar-6430 outflow tube sets functioned as intended and no leaks were identified. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.

Event description:
Update, (B)(6), 22-sep-2023 2 original packed ar-6430 with batch 211062 received.